Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfun ction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she no longer has the ins, the patient stated that it was removed in summer 2013. The patient stated that she could never get the therapy to work correctly for her since implant (B)(6) 2012. The patient stated that she consulted with the doctor and the doctor called a manufacturer representative (rep) and they examined the device the summer of 2013. The doctor stated that the other doctor had not put the ins in correctly. The doctor was going to correct it but the patient decided she just wanted it removed. The ins was removed the summer of 2013. On 2019-oct-22 additional information was received from consumer: the patient responded to a letter asking for additional details: patient states their weight was 130-135 pounds at the time of the event. The patient stated a doctor that had not implanted the device, along with a manufacturer's representative confirmed the device was put in incorrectly using a machine. The device was removed, although there was nothing wrong with the device. Another doctor was going to go in surgically and put the lead in correctly, but the patient decided to have the device removed in 2013. No further complications were anticipated/reported.

Manufacturer narrative:
A4 weight is approximate. B5 was corrected. Continuation of d11: product ID 3889-28 lot# (B)(6) serial# implanted: (B)(6) 2012 explanted: (B)(6) 2013 product type lead ubd: 2015-12-12 UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she no longer has the ins, the patient stated that it was removed in 2013. The patient stated that she could never get the therapy to work correctly for her since implant (B)(6) 2012. The patient stated that she consulted with the doctor and the doctor called a manufacturer representative (rep) and they examined the device the summer of 2013. The doctor stated that the other doctor had not put the ins in correctly. The doctor was going to correct it but the patient decided she just wanted it removed. The ins was removed the summer of 2013. Patient services was going to send prs an update for registration. No further complications were anticipated/reported.